Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their top aligner at their front teeth is protruding and is cutting into their top lip. Provided fit tips and advised smoothing rough edges of aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.